Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 3.50 promus premier select drug-eluting stent was advanced for treatment, however, during procedure the stent could not be tracked and got damaged. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The middle portion of the crimped stent was found to be damaged. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 3.50 promus premier select drug-eluting stent was advanced for treatment, however, during procedure the stent could not be tracked and got damaged. The procedure was completed with a different device. There were no patient complications reported.